Event description:
On (B)(6) 2013, the patient reported her infusion device displayed e4 (occlusion error) and her blood glucose level was elevated to 391 mg/dl. The patient changed the infusion set and it resolved the e4 message. The patient was sick to her stomach from something she ate, and she was under additional stress. The patient gave herself an injection of insulin to correct the elevated blood glucose level. During a routine doctor visit, her doctor advised that she should talk to a trainer about her infusion sites, due to absorption issues. Follow-up with the patient revealed that she was having issues with her infusion sets leaking. The patient noticed insulin pooling at the infusion site. The patient thinks the leak may be due to poor absorption. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product was requested to be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.